Event description:
During preventative maintenance of the device, the field service rep (fsr) reported that the wire mesh tank filter's wires were starting to unravel. Some wires were protruding out becoming a safety hazard. There was no pt involvement. Investigation in process, but not yet completed.